Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient complained of worsening purulent drainage and left upper quadrant pain from the driveline exit site. The patient was admitted to the hospital following a clinic visit for further evaluation. She denied dropping the controller or any tugs on the driveline. A driveline exit site culture was positive for serratia marcescens and imaging results revealed no fluid collection near the pump or driveline. The patient was started on intravenous (IV) antibiotics but transitioned to oral antibiotics prior to being discharged. She was subsequently re-hospitalized and her antibiotics were changed for electrolyte monitoring. Her transplant status was updated to united network for organ sharing (unos) 1a. The patient was last reported to be at home doing well. At her last clinic visit her driveline exit site was without significant drainage.